Event description:
It was reported that the patient with this ambicor penile prosthesis (app) and a non-bsc sling presented with fevers, suprapubic pain, tenderness, infection, fluctuance, and purulent drainage from the suprapubic surgical site. A computed tomography (CT) scan was performed, and a 10 cm anterior abdominal wall abscess with gas in the subcutaneous layer was noted. Therefore, IV antibiotics were administered, and a surgical procedure to explant the non-bsc device was performed. It was further reported that the relationship between the event and the device was deemed as not related by the hospital. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem h6: evaluation conclusion codes corrected h6: impact codes detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) and a non-bsc sling presented with fevers, suprapubic pain, tenderness, infection, fluctuance, and purulent drainage from the suprapubic surgical site. A computed tomography (CT) scan was performed, and a 10 cm anterior abdominal wall abscess with gas in the subcutaneous layer was noted. Therefore, IV antibiotics were administered, and a surgical procedure to explant the non-bsc device was performed. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. H6: patient codes. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) and a non-bsc sling presented with fevers, suprapubic pain, tenderness, fluctuance, and purulent drainage from the suprapubic surgical site. A computed tomography (CT) scan was performed, and a 10 cm anterior abdominal wall abscess with gas in the subcutaneous layer was noted. Therefore, IV antibiotics were administered, and a surgical procedure to explant the non-bsc device was performed. It was further reported that the relationship between the event and the device was deemed as not related by the hospital. No additional patient complications were reported.